Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose values have been high; she has experienced a 350 mg/dl incident and one near 400 mg/dl. Troubleshooting was declined since the customer stated that the insulin pump was working fine. The customer stated that the high blood glucose events were caused by an infusion set issue. No products were returned or replaced.